Manufacturer narrative:
This is a combined initial/final report. The investigation is based on information provided by the local leica microsystems representative. The investigation revealed that the foot brake had been released prior to movement. There were no additional accessories mounted on the microscope that could have changed the center of gravity. There were also no obstacles on the floor that could have negatively contributed to the reported incident. In addition, it was confirmed that the castor wheels were working as intended. It was determined that the m525 f40 was not returned into transport position before movement. It was moved while the device was stretched out. We conclude that the user failed to follow the instructions given in the user manual. The root cause can be traced to inadequate user handling. The leica m525 f40 complies with all applicable norms and regulations including requirements for stability and to prevent tilting. Using the m525 f40 improperly during transport and positioning, i.e. Other than required by the warnings on the device and other than described in the instructions for use, can have an adverse effect on the stability of the device. In extreme cases, improper use during transport and positioning can cause tilting of the m525 f40. The field service engineer has advised the customer to bring the device into transport position before movement. Any damage to the device caused by tipping will be handled in accordance with released service procedures.

Event description:
Leica microsystems (schweiz) ag received a complaint from india stating that a m525 f40 tipped over before a surgical procedure. It was reported that one user suffered a minor injury described as a bruise on the leg.